Manufacturer narrative:
The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to rv malfunction, and ra needed to be removed to be MRI compatible. Spectranetics lead locking devices (llds) were inserted in both leads to provide traction. A cook medical one-tie compression coil was used on the rv lead to provide additional traction. It was noted that the patient was occluded on the left side. A spectranetics 14f glidelight laser sheath and a spectranetics visisheath dilator sheath were used to attempt removal of the rv lead. Progress was made in the vasculature, but stalled in the innominate area. The physician alternated use of the glidelight and visisheath devices, ultimately getting through the binding in the innominate/superior vena cava (svc) region. Once through that area, the rv lead came free with traction and use of the visisheath. No hemodynamic changes were noted at the time, and no complications were seen via transesophageal echocardiography (tee). The physician noticed that the 14f glidelight was slightly bent at the tip of the device after the glidelight device was tossed to the side when the temporary pacing wire lost capture (so no issue with the device while inside the patient). The physician used a new 14f glidelight with the same visisheath to successfully extract the ra lead. There were no initial hemodynamic changes or complications. However after both leads were out and the glidelight and visisheath devices were removed and they were prepping for re-implantation on the right side due to the patient's occlusion, the patient's blood pressure dropped. Rescue efforts began, including CPR, pericardiocentesis, rescue balloon and sternotomy/bypass. A 1.5 cm perforation was identified in the innominate/svc area. The surgeon inadvertently popped the rescue balloon with scalpel (MDR #1721279-2022-00021), but patient was on bypass already so no further blood loss occurred. Repair was successful but physician stated that patient's tissues were severely friable (easily crumbled, fragile). Patient survived the procedure. This report captures the visisheath device in use when the innominate/svc perforation occurred. There was no alleged malfunction of the visisheath device in use during the procedure.